Manufacturer narrative:
Device evaluation: the device related to the reported events rupture and capsular contracture was received on march 18, 2025, with lot number 3124018. Based on the product analysis performed, the assessments of the complaint codes are: ¿ capsular contracture: unable to observe. ¿ rupture: observed broken device assessed as unidentified (tear) opening. No additional observations performed on the device. No further actions are required.

Event description:
Healthcare professional reported "capsular contracture baker grade iii" confirmed via MRI. Patient later reported rupture. Healthcare professional later reported intracapsular rupture confirmed via MRI and mammogram. Record is for right side. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b1, b3, b5, b6, d6a, d6b, d9, h3, h6.

Event description:
Patient additionally reported "I had a ruptured implant within 5 years." Healthcare professional later reported intracapsular rupture confirmed via MRI and mammogram. The device has been explanted.

Event description:
Healthcare professional reported "capsular contracture baker grade iii" confirmed via MRI. Record is for right side. Device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii. A review of the device history record has been completed. No deviations or non-conformances noted.